Event description:
It was reported that during preparation for a stenting treatment procedure, the packaging was noted to be unsealed. The physician opened a 5.0 x 100 x 135cm sterling balloon catheter and noted that there was no seal on the packaging. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure the packaging was noted to be unsealed. The physician opened a 5.0 x 100 x 135cm sterling balloon catheter and noted that there was no seal on the packaging. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR: updated. Device evaluated by MFR.: received product consisted of a sterling catheter inside an opened product pouch and shelf box that matched the information on the device. The returned device indicated a proper vendor seal was present when manufactured due to the tyvek material transfer to the poly side. The material transfer indicates that all three sides of the tyvek to poly vendor seals were opened during the catheter prepping process. The reported package seal missing was not confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).